Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5093592). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that the implantable cardiac monitor (icm) detected atrial fibrillation (af) which was later revealed to be tachycardia episode. The icm was explanted. No patient complications have been reported as a result of this event.